Event description:
Same case as 2134265-2015-01581 and 2134265-2015-01621. It was reported that automatic pullback failure has occurred. During an unknown procedure a motor drive unit(mdu) was used in conjunction with an opticross imaging catheter to diagnose an unknown target lesion. Prior to the procedure test imaging was performed but the mdu5 plus recognized the opticross as atlantis pv 15mhz and this device did not perform pullback properly. Re-imaging was performed, but the same issue had occurred. The procedure was completed by rebooting the ilab and reconnecting the catheter and sled. No patient complications reported and the patient's condition is unknown.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).